Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a ventricular tachycardia (vt) storm which the physician believed to be possibly of the right ventricular outflow trac (rvot) origin. An x-ray was taken and the physician stated he observed too much slack on the rv lead. The physician decided to surgically intervent and tighten the slack, so that no excess lead could touch the rvot. It was undertain if the rv lead slack caused or contributed to the patient's vt storm. After the revision procedure the lead measurements were normal. At this time the rv lead remains in service and no additional adverse patient effects were reported.